Manufacturer narrative:
Continuation of d10: product ID 977c165, serial#(B)(6), implanted: (B)(6) 2020, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 08-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was last night the pt bent down and got shocked like shocked. Pt stated that normally if they bend backwards they can feel a little bit of stronger electrical stimulation but this time they got shocked at their fingertips and went up their arms and through their back in body. Pt said it was like being shocked by lightning or something. Pt thought maybe it was just a fluke but when they tried to bend over again they were shocked again. Pt shut the stimulator off and it took about 3 or 4 hours but the tingling finally went away. Pt has had the device off since then and is afraid to turn it back on. The pt was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned that they have met with a medtronic representative in the past but they are not sure if the representative is back. Pt stated it felt like the leads were disconnected. Agent emailed pt physician listings. Pt was redirected to their managing hcp.